Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she was admitted into the hospital. The patient was told that she may possibly have an infection and was treated as if there was an infection. Upon follow-up, a pd nurse familiar with the patient stated the patient was having symptoms of abdominal pain. As a result, on an unknown date the patient went to the hospital and was admitted. It was reported that the patient had a pd culture obtained in the hospital. However, the pd nurse did not have the pd culture results available. The nurse stated the patient was diagnosed with peritonitis and treated with antibiotic therapy (details not provided). Subsequently, on (B)(6) 2024, the patient was discharged from the hospital. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The patient is recovering from peritonitis and continues pd with the same cycler.